Event description:
It was reported that the customer's insulin pump alarmed motor error more than once in a month. The blood glucose reading was 93mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.